Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed kinks in the telescope and sheath assembly, the guidewire exit port and the tip was found torn and detached. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing. The media returned by the customer was inspected and did not show evidence of the reported issue.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 90% stenosed 3.0mm x 27mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image appeared completely black and there was no image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the tip was torn and detached.